Event description:
It was reported that the customer has been waking up with low blood glucose between 50 and 60 mg/dl and going to bed with highs of between 200 and 230 mg/dl. Customer's father also stated that the infusion set stick but after another change it worked fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.